Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited high atrial impedance measurements. In addition, the ICD exhibited atrial tachy response episodes.